Manufacturer narrative:
Due to characterization limit e.1.: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump, that the batteries were not charging, there was no patient involved.

Manufacturer narrative:
Updated fields: b4, e3, g1, g3, g6, h2, h6, h11.

Event description:
N/a

Event description:
It was reported during use that in cardiosave intra aortic balloon pump, that the batteries were not charging, there was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (product problem, type of investigation, investigation findings, investigation conclusion), h11. The customer discarded the balloon. A field service engineer (fse) contacted the customer to investigate the event. The fse confirmed that the batteries had been charged overnight and that the balloon was clamped incorrectly during use. The fse reported that as an user error. The customer was satisfied with the guidance provided over the phone. The fse asked customer if the balloon is product of getinge and customer confirmed.